Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested with cloudy drain and abdominal pain. A day after the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with amikacin and vancomycin antibiotics (doses, frequencies and routes not reported) as a treatment for peritonitis. Retraining was started for aseptic technique. The patient was discharged from the hospital with clearing dialysate and with ongoing antibiotics. The patient recovered from the peritonitis and finished antibiotic treatment. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.